Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, prior to implanting the right ventricular lead, it was noted that the lead exhibited helix deployment failure. The lead was not used and was replaced. The patient experienced no consequences.